Manufacturer narrative:
(B)(4).

Event description:
Same case as voluntary report #: (B)(4).the manufacturer report number was originally 6000089-2007-01245 and had changed to 2134265-2011-03303 as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registrations numbers for reporting MDR's.